Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00344. It was reported, the patient underwent surgical intervention. Where in the patients leads were explanted and replaced. Surgical intervention addressed the issue. Note: an additional lead has been added, and the serial number has been corrected.

Manufacturer narrative:
The reported event of high impedance was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. The fracture wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced shocking sensations due to high impedance on the lead. Surgical intervention may be pending to address the issue.